Manufacturer narrative:
Turn of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lip caught [lip injury]. Heads of the brushes loose, lip would get caught in between [injury associated with device]. Heads of the brushes loose, metal pin detached- precision clean brush heads [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the heads of oral-b power oral care refills precision clean were quite loose, and once in a while his/her lip would get caught in between. The consumer reported that the metal pin became detached in one of them. The consumer stated this had never happened before, and the brush was not worn and excessive pressure was not applied. The case outcome was unknown. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
01-feb-2018 product investigation results: reporter returned toothbrush head on 24-jan-2018. Toothbrush head confirmed counterfeit.

Event description:
Lip caught [lip injury] heads of the brushes loose, lip would get caught in between [injury associated with device] heads of the brushes loose, metal pin detached- precision clean brush heads [device breakage] product counterfeit [product counterfeit]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on 17-dec-2017 that the heads of oral-b power oral care refills precision clean were quite loose, and once in a while his/her lip would get caught in between. The consumer reported that the metal pin became detached in one of them. The consumer stated this had never happened before, and the brush was not worn and excessive pressure was not applied. The case outcome was unknown. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.